Event description:
This report is based on information provided by remote service engineer rse, service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the reachbak licence code is missing. The device was in bench at the time of the event; therefore, no patient or user impact was reported.